Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. During visual inspection it was noted that the clamshell pouch was pierced/damaged with iodine staining visible. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pouch for a connection shield had discolored due to leaking iodine. The pouch was not opened by the customer. This was observed before use with no patient involvement. No additional information is available.